Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent empty cartridge alarms occurred with multiple cartridges. Reportedly, the cartridges still had a sufficient amount of insulin when the alarms occurred. Troubleshooting could not be performed as the issue occurred in the past. There was no adverse impact to the customer's blood glucose level.